Manufacturer narrative:
Physio-control perform further evaluation of customer's device at pac. The device was returned physically damaged and unusable. The download data was reviewed and there is evidence of customer abuse due to very low voltage that shows the device hlc's were not properly maintained by not swapping the charge-pak at the required interval. The root cause of the reported event is due to customer failure to maintain the device. The device was destructively tested.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. A new charge-pak and electrodes were installed however the device did not pass the pip. The device was scrapped and the customer received a warranty replacement. Root cause could not be determined.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.